Event description:
It has been reported that the leads were disconnected from the stimulator when the stimulator came out of the box. The device was reassembled, however, it was decided to not implant the device. The procedure was completed with another implantable stimulator. Patient outcome: no adverse affect reported as a result of this event.